Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and re mains in use. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had begun experiencing phrenic nerve stimulation again. The left ventricular (lv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6935 implantable tachy lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).